Event description:
A cartridge alarm was reported during the loading process. There was no adverse impact to the customer's blood glucose level, even though it was suspected to have gone over 500 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided education on the proper loading process, confirmed shipping details, and dispatched a replacement pump as a resolution. The customer was guided on storage mode procedures and instructed to return the problematic pump within 10 days.